Event description:
Pt with inr goal of 2-3 with 2 subtherapeutic inr's in the last 6 months. Ldh range between 180-210. On (B)(6) 2020 pt states he complained of epistates, shortness of breath and weight gain of 6 pounds, and was instructed to take add'l diuretic and to stop aspirin. Pt admitted on (B)(6) 2020 after going to an outside hosp with complaints of chest pain, tea colored urine, unusual lvad sounds and worsening shortness of breath. Pt ldh 1800 and hematocrit low. Heparin started. Pt transferred to (B)(6) where pt was noted to have increased lvad flows and powers, ast, alt, ldh and left ventricle size. On (B)(6) heartware exchanged for heartmate 3 with confirmed thrombus.